Event description:
It was reported that during a pci treatment procedure, the tip of the pt graphix int 182 cm guidewire fractured. The lesion being treated was located in the circumflex (cx) coronary artery. The physician was wiring the cx to treat a lesion that had been stented one year ago. The physician delivered a maverick2 monorail balloon over the guidewire, but it didn't cross. The physician then wanted to exchange the wire, but it became stuck, and the physician had to pull with force to remove it. The tip of the guidewire broke off in the pt's body and remains there. The pt condition is reported as `fine'.

Event description:
Event occurred while attempting to wire a calcified, 99% stenotic lesion in a tortuous left circumflex coronary artery. The physician used a 6f introducer sheath for vascular access and a 6f guide catheter to cross the lesion. The guidewire was not manipulated through a metal entry needle. No resistance was met with insertion of the guidewire, but resistance was met with removal of the guidewire. The tip of the pt graphix guidewire fractured, resulting in a complete separation of the distal tip of the guidewire which remains in the patient's body. The pt was asymptomatic during this event. No interventions were required in response to the retained wire tip as the patient's condition remained stable. The procedure was successfully completed with bsc iq .014" guidewire. The current patient status is reported as `good'.